Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began over a month ago. Patient stated they were getting the replace controller batteries message when charging the implant. Patient noted they had to reset the controller 3 times to get the implant to charge. Patient mentioned they tried to charge the implant because the implant was completely 'dead'. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger. Patient pressed recharge and got 90 on the controller and a triangle on the implant. Patient got excellent. Agent placed patient on a hold and when agent got back controller was at 80% and implant was at 30%. Agent had difficulty hearing patient during the call and patient mentioned something along the lines of it gets to be a lot sometimes while trying to put the recharger on. Patient also mentioned that; the implant wasn't holding a charge that long.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (unknown serial/lot); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.